Event description:
It was reported that the ilet user performed a factory reset with new supplies after being off the system earlier, after which blood glucose rose to over 400 mg/dl and subsequently decreased to 202 mg/dl as the system continued dosing; the event was addressed through troubleshooting and education regarding post-reset expectations, including spacing meals by at least four hours and announcing usual meal sizes. Symptoms included hyperglycemia without reported systemic illness or injury. Outcomes included self-management with continued ilet use and no hospitalization or emergency care. Investigation included technical review, user counseling on operating instructions, and assessment of therapy use during the device learning phase. Investigation of this case revealed that hyperglycemia was associated with being off the ilet prior to the reset and the post-reset learning period, with no device alarms reported and no evidence of device malfunction. It was concluded that the device functioned as designed and that the event was related to therapy conditions and user status rather than a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.